Event description:
Sent to x-ray dept and discovered that there is a "crack" in the catheter. This is distal to the "surecuff" and the line need to be taken out and replace with a new line.

Manufacturer narrative:
The complaint of a leak on the catheter is confirmed. A leak in the catheter was found 2.4 inches distal to the surecuff. Both the red and white luer lumens leak. There is one "v" shaped slit in the catheter tubing. The characteristics of the damage found on the catheter are consistent with an inadvertent needle stick or contact with a sharp instrument such as a knife or scalpel; however, the exact mechanism of the damage is unk. The catheter had been in place approximately two weeks prior to the complaint incident. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complaint.